Event description:
It was reported that the patient experienced a loss of therapeutic effect. The first time the patient experienced ¿throwing coffee on face¿, and the second time the patient notice ¿weirdness in knee joint¿ and wasn¿t able to walk after the last two programmings. The patient turned off the stimulator due to symptoms. On the reported date, the patient was experiencing ¿shaking really bad¿ and it was noted the patient had experienced "shaking really bad" since the last battery implant in (B)(6). It was noted that the left side stimulator setting was at zero. The setting was not supposed to be at zero. It was reported that it seems like one battery was on and the other one was off. It was also reported that the patient did not know how to use the programmer.

Manufacturer narrative:
Product event summary #pli 10 <(>&<)> 20: reviewed and confirmed / updated rfr, hazard, cause and psc codes. (B)(4) (ambulation difficulties) was added because it was reported that in the past, the patient had difficulty walking and moving plus it seems like it has been an ongoing event. A good faith effort for follow-up was conducted but no additional information was obtained. The ins 37602 activa sc neurostimulator remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend (B)(4) - ambulation difficulties. It was added because the patient states in the past he had to go back the day after an adjustment. First time not being able to walk and second time, he kept throwing coffee in his face. It seems like an ongoing event since the past. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was related to normal or expected complications or performance as disclosed in product labeling. The investigation of the ins 37602 activa sc neurostimulator is inconclusive because of insufficient event information. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v046231, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient product ID: 3389s-40, lot# v063950, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51,serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).